Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-21202. It was reported the patient experienced a seizure and fell a week ago. Subsequently, the patient experienced pain at the ipg site and loss of stimulation. F/u identified the patient experiences shocking (with stimulation) only when he touches the ipg site. The patient declined programming. X-rays and diagnostics did not reveal anomalies. Subsequently, the patient's ipg was explanted and replaced. The lead tested normal intra-operatively. The patient is receiving effective stimulation post-operatively and there are no further shocking sensations.